Event description:
General report of anti-siphon valve of IV tubing disconnecting from clave port received. There have been 10-15 undocumented occurrences of the anti-siphon valve of the IV tubing disconnecting from the clave port during infusion on pts. The pts tape the connections to solve problem. No pt harm reported.